Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included tubal ligation and multiple caesarean sections. Concurrent conditions included cervical high grade squamous intraepithelial lesion, uterine bleeding, vaginal bleeding, nabothian cyst, dyspareunia, nausea, headache, abdominal pain, menstrual cycle abnormal, menometrorrhagia, cervical intraepithelial neoplasia, hives, drug allergy, allergic reaction to analgesics and allergic reaction to analgesics. Concomitant products included amoxicillin;clavulanic acid (augmentin), ondansetron hydrochloride (zofran) and prochlorperazine edisylate (compazine). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and abscess ("abscess"). The patient was treated with surgery (hysterectomy wtth bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage and abscess outcome was unknown. The reporter considered abscess, genital haemorrhage and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): caesarean section - on (B)(6) 2019: cervical cone (second deeper cut): - high grade dysplasia (cin 3), focal, arising in transformation zone mucosa, see comment. - markedly inflamed endocervical mucosa with changes consistent with previous procedure. Comment: the focus of cin 3 is present in a background of marked inflammation and erosion and is very close to the endocervical margin, but is not present at ink. The possibility of cin 3 higher up in the endocervical canal can not be excluded. There is no evidence of invasive carcinoma.; on (B)(6) 2019: uterus and bilateral fallopian tubes, hysterectomy and salpingectomy: - uterus: - endometrium: weakly proliferative phase; negative for neoplasm. - myometrium and serosa within normal limits. - cervix: changes consistent with prior surgical site and endocervical squamous metaplasia. - fallopian tubes with luminal metal coils; microscopically within normal limits. - negative for malignancy.. Ultrasound pelvis - on (B)(6) 2018: 1.no significant uterine or adnexal findings. 2.lower uterine segment 0.6 cm cyst mayor may not represent high location of one of other nabothian cysts.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record: pelvic pain and genital bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jan-2020: pfs received. Reporter's information were added. Event added: abscess. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included tubal ligation and multiple caesarean sections. Concurrent conditions included cervical high grade squamous intraepithelial lesion, uterine bleeding, vaginal bleeding, nabothian cyst, dyspareunia, nausea, headache, abdominal pain, menstrual cycle abnormal, menometrorrhagia, cervical intraepithelial neoplasia, hives, drug allergy, allergic reaction to analgesics and allergic reaction to analgesics. Concomitant products included amoxicillin;clavulanic acid (augmentin), ondansetron hydrochloride (zofran) and prochlorperazine edisylate (compazine). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and abscess ("abscess"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage and abscess outcome was unknown. The reporter considered abscess, genital haemorrhage and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): caesarean section - on (B)(6) 2019: cervical cone (second deeper cut): high grade dysplasia (cin 3), focal, arising in transformation zone mucosa, see comment. Markedly inflamed endocervical mucosa with changes consistent with previous procedure. Comment: the focus of cin 3 is present in a background of marked inflammation and erosion and is very close to the endocervical margin, but is not present at ink. The possibility of cin 3 higher up in the endocervical canal can not be excluded. There is no evidence of invasive carcinoma.; on (B)(6) 2019: uterus and bilateral fallopian tubes, hysterectomy and salpingectomy: uterus: endometrium: weakly proliferative phase; negative for neoplasm. Myometrium and serosa within normal limits. Cervix: changes consistent with prior surgical site and endocervical squamous metaplasia. Fallopian tubes with luminal metal coils; microscopically within normal limits. Negative for malignancy. Ultrasound pelvis - on (B)(6) 2018: no significant uterine or adnexal findings; lower uterine segment 0.6 cm cyst mayor may not represent high location of one of other nabothian cysts. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record: pelvic pain and genital bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("bleeding") in an adult female patient who had essure inserted for female sterilisation. The patient's medical history included tubal ligation and multi gravida. Concurrent conditions included cervical high grade squamous intraepithelial lesion, uterine bleeding, vaginal bleeding, nabothian cyst, dyspareunia, nausea, headache, abdominal pain, menstrual cycle abnormal, menometrorrhagia, cervical intraepithelial neoplasia, hives, drug allergy, allergic reaction to analgesics and allergic reaction to analgesics. Concomitant products included amoxicillin sodium;clavulanate potassium (augmentin), ondansetron hydrochloride (zofran) and prochlorperazine edisylate (compazine). In 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): caesarean section - on (B)(6) 2019: cervical cone (second deeper cut): high grade dysplasia (cin 3), focal, arising in transformation zone mucosa, see comment. Markedly inflamed endocervical mucosa with changes consistent with previous procedure. Comment: the focus of cin 3 is present in a background of marked inflammation and erosion and is very close to the endocervical margin, but is not present at ink. The possibility of cin 3 higher up in the endocervical canal can not be excluded. There is no evidence of invasive carcinoma.; on (B)(6) 2019: uterus and bilateral fallopian tubes, hysterectomy and salpingectomy: uterus: endometrium: weakly proliferative phase; negative for neoplasm. Myometrium and serosa within normal limits. Cervix: changes consistent with prior surgical site and endocervical squamous metaplasia. Fallopian tubes with luminal metal coils; microscopically within normal limits. Negative for malignancy. Ultrasound pelvis - on (B)(6) 2018: 1. No significant uterine or adnexal findings. 2. Lower uterine segment 0.6 cm cyst mayor may not represent high location of one of other nabothian cysts. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record: pelvic pain and genital bleeding.